Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the second soft key from the top of a novumiq large volume pump is not functioning properly. When the softkey acts as an up arrow, ¿it works about half the time¿. The other half of the time, it will move up twice, sometimes move down, and make a quick double-beep sound instead of a normal single beep. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of a keypad issue was confirmed. The reported condition was verified. The cause of the condition was determined to be the defective keypad. The front panel requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.